Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements due to calcification. The lead was surgically abandoned and replaced as a result and the device was upgraded during the same procedure. The patient is expected to fully recover, and no additional adverse effects were reported. This rv lead is no longer in service.